Event description:
The following has been reported by customer: new air sensor description: device came to biomed for repair with the message "software update, do not attach to patient" which indicates that the pump was not properly disconnected from partner-I connected the pump to partner and properly disconnected it, which fixed the "software update, do not attach to patient" message, but then I noticed that it was loading an older dataset-to fix the older dataset, I disconnected the pump from the server and reconnected it, and the pump loaded the newest dataset-to test if there were any other issues with the pump, I decided to calibrate it and run through the tests to tests the pumps functionality-I could not calibrate the air detection sensor due to a communication error, so I tested the partner cache hypothesis and the air detection cal communication error still persists-put a new air sensor in the device and ran through pm, no additional issues found-pump has 17 months left on the pm, so I did not change the batteries, nor did I change the membrane reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. Despite several requests for the device return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore, the root cause of the reported issue could not be identified. Although we cannot confirm that the air sensor of the reported device was defective, please be informed that an internal CAPA is open to address the subject of "defective air sensor". However, if we do get information later on, we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.